Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the failure was isolated to excessively discharged battery cells. After discharge the battery cells vented and corroded the battery pca. The root cause for the excessive discharge is unknown. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was not able to power up a monitor.

Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor would not power up.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was drawing excessive current and would not power up. The cause for the failure was isolated to a defective u1003 programmable logic device on the monitor c/a board. The u1003 was thermally damaged and was not producing proper output. The root cause for the damaged u1003 programmable logic device could not be positively identified. No adverse event resulted from the defective u1003 component.